Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02528), the patient was unable to charge the ipg. It was determined that monopolar cautery was used during the procedure and damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001)

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02528), the patient was unable to charge the ipg. It was determined that monopolar cautery was used during the procedure and damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient could not charge because physician used cautery and damaged the ipg. The physician did not suspect device malfunction.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02528), the patient was unable to charge the ipg. It was determined that monopolar cautery was used during the procedure and damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
.

Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2015-02528), the patient was unable to charge the ipg. It was determined that monopolar cautery was used during the procedure and damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).